Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh)/china (returned to osh on (B)(6) 2022. The evaluation at osh confirmed that the ceramic insulation at the distal end of the resection sheath is loose. The cause of this damage is most likely thermo-mechanical fatigue in combination with wear and tear and/or improper handling by the application of excessive force like impact, fall, shock or similar stress. Therefore, this event/incident was attributed to use error. It cannot be determined with certainty whether the resection sheath had been previously damaged without parts getting loose immediately or whether the damage occurred during the actual reprocessing cycle. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Event description:
Olympus was informed that during reprocessing, the ceramic insulation at the distal end of the resection sheath was found to be loose. No further information was provided but there was no report about an adverse event or patient injury.